Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2019. Additional information was requested and the following was obtained: can you provide the product code of the mersilene suture? Reference fr832, lot mph189.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please advise if the knots came undone during the initial procedure? Unk. Did the surgeon re-suture patient in same initial procedure? Unk. What is the condition of the patient? Good, no patient consequence. A first mersilene device was used and its needle pulled off. Then, the surgeon took a second mersilene device and its needle also pulled off. So, the surgeon took another device from another brand to complete the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the product code of the mersilene suture? Two devices reported in 2210968-2019-87845.

Event description:
It was reported that a patient underwent a femoral axillary bypass procedure on unknown date in 2018 and suture was used. The needle pulled off from the thread. The anastomosis has been undone and another device was used from another brand to resew the anastomosis and complete the procedure. There were no adverse patient consequences reported.